Manufacturer narrative:
Not explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. A device history record (DHR) review was performed for part # sd449.510b, lot # h484752: manufacturing site: (B)(4), manufacturing date: 19-oct-2017: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgery on (B)(6) 2017, a surgeon didn't find the whole mandible kit to be properly functional. The titanium (ti) pspc matrixmandible 7x23h angle recon plate/left/2.5 mm was bent to the model but not as per the standards. The surgeon had to re-bend the plate which caused almost 45 minutes to 1 hour of surgical delay. The planned outcome model mandible, clear didn't sit right. Also, the appearance of the anatomical model specialty/medium/clear was not as per the surgeon's requirements. The surgery was completed with stable patient outcome. This report is for one (1) ti pspc matrixmandible 7x23h angle recon pl/left/2.5 mm. This is report 1 of 1 for complaint (B)(4).